Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number ppmcjj / vcp311h32, and no non-conformances related to the reported complaint condition were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the procedure? How many days post-op did the patient experience the reported symptoms? Was medical or surgical intervention provided to the patient for the reported event of wound secretion, rupture and bleeding? If yes, please describe if medication was prescribed, please provide medication name and route (i.e., topical, oral, intravenous). Please clarify what is meant by ¿rupture¿. Did the patient¿s wound dehisce? If yes, what tissue dehisced? Did the suture break post-operatively? Please clarify what is meant by vulva was ¿disinfected¿. How was the area "disinfected." What was used to disinfect, including medication name. Current patient status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent procedure for suture of vulva on an unknown date and suture was used. Following the procedure, the patient experienced poor wound healing and the absorbable suture was not absorbed and fell off spontaneously. The patient experienced wound secretion, rupture and bleeding at the site where it was sewed. The vulva was disinfected and was kept dry. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/04/2021. The following information was requested, but unavailable: what was the date of the procedure? How many days post-op did the patient experience the reported symptoms? Was medical or surgical intervention provided to the patient for the reported event of wound secretion, rupture and bleeding? -if yes, please describe -if medication was prescribed, please provide medication name and route (i.e., topical, oral, intravenous) please clarify what is meant by ¿rupture¿. -did the patient¿s wound dehisce? -if yes, what tissue dehisced? -did the suture break post-operatively? Please clarify what is meant by vulva was ¿disinfected¿. -how was the area "disinfected" -what was used to disinfect, including medication name. Current patient status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.